Event description:
It was reported by the consumer that post implant of a realize gastric band during a routine fill on (B)(6), 2009, the port could not be accessed. X-ray showed that the port flipped. A port revision surgery was performed on (B)(6) 2009. Per the consumer, the port hooks were not fully retracted. The hooks were retracted, the port was re-anchored. The patient report receiving fills every six weeks of 1cc. When the band reached 8ccs, she began to experience no restriction. The happen (B)(6). She states that she began receiving fills weekly to try to determine what was going on with the band. During her fill on (B)(6), 2010, she states the band was supposed to have 11ccs but could only aspirated 10ccs. She stated that the surgeon aspirated 1-3 ccs less that was injected. On (B)(6), 2010, the band was deflated and filled with 12-13 ccs of fluid. The patient reported that she felt over restricted and vomiting occasionally with certain foods consumed. (B)(6), 2010, the patient states she went for a band adjustment and 11cc of fluid was aspirated and 10ccs injected. Caller states that she is tolerating foods and not vomiting, but can consume more than recommended. She states that a barium swallow was done and the band has slipped around the esophagus. Per the caller, she states that the surgeon wants to do a gastric sleeve. The patient is to follow up with surgeon for further evaluation and treatment options.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis. Band remains implanted.